Event description:
Dr. (B)(6) reported that he treated a patient using epm on pascal synthesis (532nm). As a result he observed that patient had visible burns in the macula everywhere with heavy burns on the landmark spots. After further discussions with the physician it was discovered that the physician titrated with epm mode turned on. This means he was actually titrating to visible burn for the epm spot (low power) at 30% power. As a result the endpoint value would be 3 times higher. This is an overpower treatment by the physician. The physician could not recognize that he was not in the proper titrate mode.

Manufacturer narrative:
Tmls is issuing additional warnings for all current and future users of epm software feature on pascal synthesis as an addendum to the operator manual. Warning: "please perform titration only with epm software feature turned on and landmark feature turned on. Prior to initiating titration, please confirm that the lm indication is in red" warning: "always verify the power settings on the screen prior to pressing the footswitch" note: this follow up report is being resubmitted per request from FDA.

Event description:
On (B)(6) 2016- dr. (B)(6) reported the patient's follow up visit. "The patient involved in this incident returned this week. His vision in the involved eye was unchanged. There is still a small area of cme in the treated area." The doctor also reported that "there is some very mild pigment migration temporal to the fovea typical of laser photocoagulation. The patient did not note any new visual disturbance." Anomaly: tmls has discovered an anomaly with titration, only when endpoint management (epm) is turned on during the titration process. This event may occur if the user turns on epm, turns off the landmark (lm) function (with any epm supported pattern) and then enters titration mode. In either single of multiple spot titration patterns, the power output upon pressing the footswitch is the same as the epm power. The epm power is a percentage of the power selected in the epm control. The user would expect the power output during titration to be equal to 100% of the selected power level and may increase the power level during the titration process. When the expected tissue response is not observed, the power level resulting from titration will produce an over-power treatment when the user subsequently treats with the titration turned off. This phenomenon only occurs on systems with endpoint management enabled.